Event description:
It was observed that during device evaluation the insufflation unit had a faulty led indicator and printed circuit board and its screen turns black. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported screen turning black failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: led indicator failure, faulty printed circuit board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.